Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power on its own. The customer did not provide any additional details of the reported loss of power or of the patient event. The customer did indicate that there was no adverse effect reported to have occurred during this event.